Event description:
It was reported that an elderly female patient was undergoing a wrist examination sitting on a chair next to the ysio system table. The patient had to be repositioned and was placed with her knees under the table. The operator lowered the table onto the patient's knees. The pressure applied to the knee resulted in the patient breaking her malleolus bone. According to (B)(6), the ysio system successfully passed all tests and was working according to specifications. The reported incident occurred in italy.

Manufacturer narrative:
The operator manual axb7-020.623.07.01.02 contains information regarding danger zones and potential hazards when lowering the patient table. A customer safety advisory notice (B)(4) "addendum to user manual- potential collision risk" , reported to FDA under correction and removals report # (B)(4), was distributed to this customer in (B)(4) 2011. (B)(6).